Manufacturer narrative:
Initial.

Event description:
It was reported that the user¿s freestyle libre 3 plus continuous glucose monitor (cgm) was not providing readings after the caregiver inadvertently changed the cgm setting from libre 3 plus to a different sensor type, consistent with an incorrect pairing or sensor-type selection and subsequent system recovery behavior. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included troubleshooting and education with guidance to toggle the cgm setting back to libre 3 plus and to rescan the sensor, followed by monitoring for data to resume. Investigation of this case revealed user configuration error leading to incorrect sensor selection, which resolved after the settings were corrected. It was concluded, based on previously established findings for similar reports, that the cause was user setup error.